Event description:
Event happened during a thoracic bronchoscopy with navigation for a tumor biopsy. There is a wire that goes down into the inside of the lung has a needle to take biopsies and also had a computer sensor showing exactly where they are to take the biopsy. The computer sensor inside the wire malfunctioned and the navigation was no longer accurate. Had we continued to use it we could have punctured the lung with the biopsy needle that didn't need to be done. A new one was opened and that worked to finish the case. Manufacturer representative was in the operating room during this case. He sent a replacement device along with a shipper kit for us to send the malfunctioned device back in.